Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by a consumer (con) reported that they heard of a recall and feels the patient's pump must be on a recall (although does not know what the recall was regarding) and wanted to have the pump removed. The patient representative stated that the current managing physician wanted to do a catheter study but they just want to have the pump removed. The patient representative noted that other physicians have told them that they think the patient's issues are due to the pump. Also, the patient representative stated that 4 physicians have told them the issue was due to the pump. Patient services reviewed that they will have to work with a physician to have the pump removed. The patient representative stated that they cannot hear if the pump was alarming. The patient representative stated that on the recall list of side effects, the patient has them all but 2. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (25 mg/ml at 2.863 mg/day) and hydromorphone at unknown concentration and dose via an implantable infusion pump. It was reported that "for the last 4-5-6 years" the patient had been having complications with the pump. It was noted that the patient's medication had been switched between morphine and hydromorphone. It was noted that since the patient has been back on hydromorphine they have lost "all functions of herself" and was getting "over medicated" about 1x a month. The hydromorphone was removed but the issue was still continuing with morphine. The caller stated that the patient was unable to stand up and can not hardly feed herself. It was reported that the patient was in the hospital for a week last (B)(6) 2019 and they did all kinds of testing on "her head" and the healthcare provider told the caller that the issue was due to the pump.